Event description:
Customer reports that they are having some issues with their current covid-19 runs. All negative samples worked fine with the internal control; however, many samples are coming out as invalid with low positive rates or none. We guess the positive amplification is not florescence high. Field applications team determined that customer is using quant studio 12 which is not listed in the lumiradx IFU and is considered off label use.

Manufacturer narrative:
Customer reports that they are having some issues with their current covid-19 runs. All negative samples worked fine with the internal control; however, many samples are coming out as invalid with low positive rates or none. We guess the positive amplification is not florescence high. Field applications team determined that customer is using quant studio 12 which is not listed in the lumiradx IFU and is considered off label use.